Event description:
The device was received for service. During service testing, damaged batteries were found. According to the hospital representative there was no patient injury or medical intervention reported.